Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A site representative reported that the image acquisition system (ias) was unable to pass its rad/fluoro gain calibration. It was returning a 3560 for the rad gain. Increasing the kvp had no effect on the result. This was reported outside of a case. There was no patient present when this issue was identified. Onsite investigation of the case took place and the field rep decided to return several parts to manufacturer for further analysis and have them replaced. The parts replaced are: atp power circuit board, motion batteries, motor battery charger, controller power circuit board, eprom, inverter, interface power circuit board, filament driver power circuit board, and the rectifier. Replacement of the above-mentioned parts resolved the issue. No further issues were reported. The motion batteries were not returned to medtronic for analysis by the site, therefore, no findings are possible. Analysis of the eight returned parts found no faults in seven of them, however, failure was confirmed for the motor battery charger as it failed the bench testing and returned 0 volts on all outputs, which is the root cause of the reported issue. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the image acquisition system (ias) was unable to pass its rad/fluoro gain calibration. It was returning a 3560 for the rad gain. Increasing the kvp had no effect on the result. This was reported outside of a case. There was no patient present when this issue was identified.